Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board and the sensor interface board were replaced to resolve the reported issue.

Event description:
The hospital reported an error message [manually ventilate] was displayed when turning on the power. User was not able to run mechanical ventilation. There was no report of patient injury.